Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) k172557. Investigation is still in progress.

Event description:
Upon deployment, the secondary struts were malformed and bunched up at the hook end. They had to retrieve the filter and placed a second filter successfully. Femoral access for access, jugular access for retrieval but while the patient was still on the table. Access site was right femoral vein, no anatomical variance noted. Patient outcome: the complaint did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on event description, evaluation of the returned filter, and a review of the image provided. Only the tulip filter was returned. No non-conformances were noted on the primary filter legs, but the secondary filter legs were malformed and bunched up at the hook end as reported. On the single submitted image for review, the gunther tulip ivc filter's secondary legs are displaced towards the neck, in a very abnormal configuration. Furthermore, the primary filter feet are not expanded measuring only 9 mm between the primary filter feet. In addition, the filter demonstrates a 21° leftward tilt relative to the bony landmarks. These findings are likely directly related to operator dependent deployment issues of the ivc filter, and not likely related to manufacturing defects with the actual ivc filter. The overall appearance of the secondary legs suggests that during the femoral deployment, the operator had exposed the junction of the secondary and primary filter legs by either retracting the ivc filter deployment sheath or advancing the filter out of the sheath. Once this junction had been exposed, the physician likely attempted to re-advance the sheath over the ivc filter or pull the filter back into the sheath. This caused the edge of the ivc filter deployment sheath to engage with the junction point of the secondary filter legs, and with advancement of the sheath or retraction of the filter, displaced that junction point into the neck region of the ivc filter, resulting in the configuration observed on this single image. The IFU explicitly states that once the femoral cup (metal mounting) is past the tip of the introducer sheath, the filter is fully exposed. Attempting to retract the filter at this point of the deployment sequence could damage the shape of the filter¿. Without a fluoroscopic cine video demonstrating the actual deployment of the ivc filter, this prospect is only a hypophysis, but given the overall configuration of the filter, there is high likelihood this event occurred. Furthermore, the lack of expansion of the primary filter feet is likely directly related to the inward pressure of the secondary filter legs given the abnormal configuration. The significant tilt is also related to the issues deploying the filter. Fortunately, the ivc filter was not left in this configuration. A secondary access was gained to the jugular vein, the filter was retrieved and a new ivc filter was deployed. No images of the second ivc filter were submitted for review, nor was the inferior venacavogram prior to placement. The gunther tulip femoral filter set comes with the filter attached to the deployment system, but not loaded in the sheath. The operator would be able to observe if there was an abnormal configuration of the filter prior to loading it in the system. Given the fluoroscopic image, this abnormality would be very obvious and any physician deploying this device would have realized it did not appear normal prior to advancing it through the sheath. No evidence to suggest product was not manufactured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.